Event description:
It was reported that there was a broken ring on the bard mesh. Chronic and acute infection requiring removal of broken ring. Mesh left in place and open wound with dressing. Kci vac dressing applied to open wound.

Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.